Manufacturer narrative:
(B)(4). Concomitant medical product: 42509900400, adjustable valgus alignment guide, 62833629. Complaint sample was evaluated and the reported event was confirmed. The device was found to have a seized thumb screw that would not allow the device to unlock. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The root cause is associated with the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that during a total knee arthroplasty procedure, the distal cut guide would not unlock to accept the im guide pole.